Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor adhesive was not sticking and the sensor was not connecting. Customer stated that the infusion set kept falling out. Blood glucose level was 424 mg/dl at the time of the call. Customer also reported that sensor glucose level was 50 mg/dl while blood glucose level was 424 mg/dl. No further information was provided.